Event description:
Associate sales consultant reported revision surgery on posterior lumbar fusion at l4-s1. Patient returned to operating room because a screw had pulled out at s1. Surgeon tightened screw, and extended construct to s2. During the surgery, the t-handle broke while trailing the implant at l4-l5. All pieces of the t-handle were retrieved; none fell into the patient wound. Consultant provided another t-handle for the surgeon to use to complete the procedure. Patient outcome following the surgery was stable and reportedly recovering and there was no extended operative time. This is 1 of 3 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the device was not returned. The manufacturing records were not requested since no lot number was provided. Placeholder.

Manufacturer narrative:
Device history record review: a review of synthes device history records for supplier revealed the quick release t-handle was manufactured and received as 4 synthes lots. Invalid.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: product development evaluation: the quick release t-handle is part of the posterior lumber interbody fusion (plif) instrument which is used in conjunction with the detachable plif trial spacers to ensure proper size of implant to use. The device was manufactured on april, 2009 and is 6 years and 6 months old. The quick release t-handle was received with scratches on the top of the t-handle assembly and the laser etch has discoloration and is partially fading away. The t-handle was returned intact and fully functional. The quick release t-handle was mated with sample intervertebral disc shaver and it was able to couple and retain and then uncouple as intended. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint could be caused by mishandling of the device or the usage of excessive force. Therefore, this complaint is invalid from a design perspective. The design is adequate for its intended use and did not contribute to this complaint condition. No date of explant; device is an instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: manufacturing evaluation: due to an unknown cause, the t-handle was reported to have broken. The material and hardness of the t-handle were confirmed to be within specification as well as the functionality of the device. The releasing mechanism moves smoothly around and up and down as it should. No missing or broken pieces seem to be present. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the material and hardness of the t-handle were confirmed to be within specification as well as the functionality of the device. The releasing mechanism moves smoothly around and up and down as it should. No missing or broken pieces seem to be present. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. MFR dates - multiple dates- 986756 - 4/13/2009, 394if951 - 4/13/2009, 988283 - 4/13/2009, 1071063 - 4/17/2009.